Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer does not use the sensor feature on their insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.